Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that high impedances were observed during the patient¿s implantable neurostimulator (ins) battery replacement, so the leads were replaced as well. It was noted that the patient was in a car accident in (B)(6) 2020, which may have led or contributed to the issue. During the ins battery replacement, impedances were checked and it was determined that a full system replacement should be done. It was noted that the issue was resolved. No patient symptoms were reported and there were no complications. The patient¿s status at the time of the report is ¿alive, no injury.¿ indication for use is spinal pain.